Manufacturer narrative:
While siemens was troubleshooting a discordant cardiac troponin I (tni) result, described in MDR 2517506-2022-00148, on a dimension exl with lm instrument, the customer obtained additional discordant tni results. The customer service engineer (cse) also ran a precision study on two other samples for tni and the samples recovered with good precision. The customer indicated that the quality controls (qc) were within the customer's lab ranges. A siemens customer service engineer (cse) was dispatched to the customer's site multiple times. During this visit, the cse inspected the instrument, checked alignments, performed titration on reagent 2 (r2) pumps, and adjusted the reagent probe 2 (r2) pump syringe gap. The cse also replaced the r2 pump panel solenoid valve, luminescent oxygen channeling immunoassay (loci) vessel liner, vacuum pump, r2 arm, r2 tubing, r2 drain, sample drain, sample probe, sampler tubing, sample syringe tip, sampler solenoid valve, sampler flush solenoid valve, and ultrasonics board. Additionally, the cse aligned the sample probe, reset the loci statistics, adjusted the cuvette film height, trimmed r2 tubing at the probe and pump ends, refitted r2 tubing, cleaned all drains with bleach, rebuilt vacuum pump, successfully ran precision studies, aligned the r2 arm, rebuilt the sample pump, and ran system check, which passed. The customer also ran qc, which recovered acceptably. The cse followed up with the customer. The customer has been running all samples in small sample cup and has not received any discordant results. Siemens also discovered that the customer did not use the tube fill guide when loading samples and did not have a tube fill guide in the lab. Siemens advised the customer of the location of the tube fill guide and the instructions for use (IFU) and reviewed sample handling and correct fill of tubes with the customer. The cause of the discordant result is unknown. The instrument is performing according to specifications. No further evaluation of this device is required. MDR 2517506-2022-00148 was filed for the discordant results that occurred on (B)(6) 2022.

Event description:
While siemens was troubleshooting a discordant cardiac troponin I (tni) result, described in MDR 2517506-2022-00148, on a dimension exl with lm instrument, the customer obtained two additional discordant tni results. It is unknown whether the results were reported to the physician(s). Siemens customer service engineer (cse) ran a precision study with the samples that caused discordant results and the samples recovered consistently at 0.000 ng/ml. The discordant results are not available at the time of filing this report. There are no known reports of patient intervention or adverse health consequences due to the discordant tni results.

Manufacturer narrative:
Siemens filed initial MDR 2517506-2022-00151 on (B)(6) 2022, supplemental MDR 2517506-2022-00151_s1 on (B)(6) 2022, and supplemental MDR 2517506-2022-00151_s2 on (B)(6) 2022. Additional information (15-jul-2022): the siemens customer service engineer (cse) returned to the customer's site and performed precision testing which was acceptable. The instrument is performing according to specifications. No further evaluation of this device is required. MDR 2517506-2022-00148_s2 was also filed for this event.

Manufacturer narrative:
Siemens filed initial MDR 2517506-2022-00151 on (B)(6) 2022. Additional information (B)(6) 2022): after filing the initial report, siemens determined that the customer communicated the results for one of two patient samples to the customer service engineer. The customer provided the discordant results that were obtained on one of the two patient samples on the dimension exl with lm instrument mentioned in the initial report. The customer also clarified that the sample was initially run in triplicate and two of the three initial results were discordant. None of the discordant results were reported to the physician(s). Then, the sample was repeated in triplicate and recovered with 0.000 ng/ml. Sections b5 and b6 were updated to include additional details for this event. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer provided the discordant results that were obtained on one of the two patient samples on the dimension exl with lm instrument mentioned in the initial report. The customer also clarified that the sample was initially run in triplicate and two of the three initial results were discordant. None of the discordant results were reported to the physician(s). The sample was then repeated in triplicate and recovered with 0.000 ng/ml. There are no known reports of patient intervention or adverse health consequences due to the discordant tni results.

Manufacturer narrative:
Siemens filed initial MDR on 09-jun-2022, supplemental MDR on 13-jun-2022, supplemental MDR on 08-jul-2022, and supplemental on 09-aug-2022. Additional information (20-jan-2023): in subsequent service visits, the customer service engineer (cse) observed issues with the primary vacuum pump, determined that the sample metering syringe was partially occluded, evaluated that the sample arm was too high for the primary tubes and sample cups, and addressed these issues. Siemens further investigated the incident and determined that there was an atypical sample aspiration pressure associated with the cardiac troponin I (tni) patient results of 0.207 ng/ml and 0.238 ng/ml, indicating there was a sample specific aspiration issue. A sample integrity/handling issue or the issues mentioned above potentially contributed to the falsely elevated tni result. The customer monitored for 45 days after the last cse service visit with no recurrence of the issue. The instrument is performing according to specifications. No further evaluation of this device is required. MDR was also filed for this event.

Manufacturer narrative:
Siemens filed initial MDR on 09-jun-2022. Siemens filed supplemental MDR s1 on 13-jun-2022. Additional information (15-jun-2022): the siemens customer service engineer (cse) returned to the customer's site and observed issues with the sample pump panel fluid valves. The cse replaced the sample panel flush valve and determined there is a constant "flush pump loss steps" issue. While checking the valve to confirm proper placement, the cse noted that the flush valve was hot to the touch. The motor control printed circuit board 1 (pcb1) was replaced. In a subsequent visit, the cse ran titrations and replaced two sample syringes. Then, the pump would not return to home, but removing a syringe nut resolved the issue. Next, the cse determined that the orientation of both valves was acceptable and reconnected loose tubing. The cse then noticed that the large pump titration produced a loud noise. Then, the loose tubing was tightened, the valve connectors were found to be correctly positioned, and the metering syringe was replaced. Titration is performing acceptably. Additionally, the cse replaced sample valves and confirmed they were correctly oriented. The wiring harness was inspected at the hinge area and no breaks or damage to the wiring harness was noted. The auxiliary pcb was temporarily replaced with the board from another instrument and was returned when troubleshooting was complete. The auxiliary pcb and the backplane connectors were reseated. There was no evidence of fluid spillage on any connector or wiring harness. The sample pump was rebuilt and the following parts were replaced: the tubing between the valves and syringes, the solenoid valves, metering syringes, flush syringes, and the sample tubing from the syringes to the clot check board to the sampler arm. The cause of the falsely elevated cardiac troponin I (tni) result is unknown. The instrument is performing according to specifications. No further evaluation of this device is required. MDR 2517506-2022-00148_s1 was also filed for this event.